Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resuming insulin therapy. Customer¿s blood glucose (bg) level was 314 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.